Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness in 2015. The patient underwent a holter examination, in which the electrocardiogram indicated the heart missed a beat twice and the pacemaker did not pace normally. The patient reported continual dizziness and arranged to have a device check done. The device currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.